Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. Returned pump logs indicated that motor stall occurred (B)(6) 2018 at 8:44 am and "stopped pump period may exceed tube set" occurred (B)(6) 2018 at 8:44 am. Rejected pa (physician assisted dosing) requests occurred (B)(6) 2018 at 5:56 pm, (B)(6) 2018 at 4:33 am (x2), and (B)(6) 2018 at 10:34 pm. No further complications were reported. Pump logs indicated the patient was receiving fentanyl (5000.5 mcg/ml, 450.3 mcg/day) and baclofen (165.0 mcg/ml, 14.86 mcg/day).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the cause of the motor stall was unknown. The pump was replaced. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the pump would not be returned to the manufacturer for analysis as the hospital disposed of it. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that a motor stall was seen at the initial interrogation of the pump. It was unknown if the patient had recently had a magnetic resonance imaging scan. The patient called the healthcare professional stating that their personal therapy manager was showing a code of (B)(4). The healthcare professional was informed that the code was a motor stall code. No symptoms were reported. It was reported that the pump would be replaced on (B)(6) 2018 and would be sent back to the manufacturer. No further complications were anticipated/reported.

Manufacturer narrative:
The pump was returned, and analysis found a stall due to a gear train anomaly/gear wheel 3 and due to corrosion, wear and/or lubrication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who reported that he went through withdrawal because of the motor stall. No further complications were reported.